Manufacturer narrative:
Results indicate confirmation of the reported event. Reference renq-CAPA for cut/sliced tubing leaks. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.

Event description:
During the evaluation of a returned transfer set, a cut was discovered on the silicone tubing. No pt injury or medical intervention was associated with this report.